Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a slit in the probe cover is confirmed but the exact cause remains unknown. Two photo samples were provided for evaluation. The first photo sample showed a probe cover over a probe device. A horizontal split in the probe cover was visible. The edges from split could not be clearly inspected; however, the split appeared to have a clean cut near the center but uneven near the ends. The second image showed the product label sticker which indicated lot: reet2026. Based on the condition of the sample shown in the images, possible contributing factors include sharp instrument damage and damage prior to kit packaging; however, a review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the condition of the probe cover prior to kit opening and use is unknown, the source of the damage could not be determined; therefore, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that probe cover was removed from the packaging and had a slit. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that probe cover was removed from the packaging and had a slit. No other information was provided.